Event description:
It was reported that during an ankle arthroscopy, the tenet spider's arm was not holding. The patient's leg was supported with a suspension device and the spider was used for traction to gain access to the ankle joint. When the pedal was engaged to move the spider arm for traction, the arm disconnected from the patient device and fell to the floor. The procedure was completed without a delay, by wrapping sterile coban around the locking mechanism, and sterile personnel supporting the spider arm through the duration of the procedure. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection was performed on the product. The device was received pressurized. No accessories were included. There was pooling oil noted at the distal ball. A functional evaluation was performed. The device failed the weight test. The piston migration was at 1.8 inches. The distal seals appeared to be slightly compressed. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.